Event description:
During training by a zoll medical sales rep, the device displayed a red "x" indicator. There was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical has not rec'd the device for eval and this complaint is still under investigation.